Event description:
The event was reported as: the customer reports that the front panel touch screen is malfunctioning. The alleged power failure occurred during a pre-test.

Manufacturer narrative:
A visual, functional, and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR the product was manufactured on 06/23/2008. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required. The complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Teleflex will continue to monitor and trend relating complaints.